Event description:
It was reported that the right atrial lead was capped at this time, no information was given why it was capped. No further information could be obtained on the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.